Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during dwell 1 he received an alarm for a supply bag line blockage. The alarm could not be cleared and treatment was discontinued. The patient opened the cycler door to remove the cassette and noted fluid leakage coming out from a pin size hole in the cassette. Upon follow up, the patient reported he set up with new supplies to complete the treatment performing continuous ambulatory peritoneal dialysis (capd). During the two days the patient used capd, he experienced some fluid overload which led to him having heart palpitations and slightly elevated blood pressure. During follow up with the patient's pd nurse, she reported that when the patient received the new cycler he was able to perform the treatment performing continuous cycler peritoneal dialysis (ccpd) and was relieved of the symptoms. No medical intervention was necessary. No antibiotics were prescribed.